Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer was having low blood glucose 5 times a day for the first 30 days of wearing her new insulin pump. Customer stated that she has had a blood glucose reading of 30 mg/dl. Customer stated that she is seeing positive changes in her blood glucose since her settings have been adjusted. Customer stated that she is taking a lot less insulin.